Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional information: a1, a2, b7, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced recurrent hernia following the surgery.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted adhesions of the transverse colon and small bowel to the previously placed mesh. There were multiple adhesions to the anterior abdominal wall. A serosa tear to the colon was encountered. Adhesiolysis was continued until the small bowel could be freed. It was reported that the patient experienced pain, swelling, abscesses, inflammation, bleeding, painful bowel movements and incontinence. No additional information was provided.